Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per the company standard operating procedure since the device manufacture date is greater than one year from the event date. The customer has not requested getinge to evaluate the iabp in connection with this event. However, the customer has advised that they replaced the solenoid driver board and the iabp was released for clinical use. (B)(6).

Event description:
It was reported that during preventive maintenance (pm) performed by the customer, the blood back sensor on the cs300 intra-aortic balloon pump (iabp) was not working. There was no patient involvement and no adverse event was reported.